Event description:
An aperfix coring reamer implant removal tool was used not as intended to create a tibial tunnel. The surgeon reported that the aperfix coring reamer fractured in the pt's knee. The surgeon had to remove the pieces. The coring reamer was returned to cayenne medical for eval.

Manufacturer narrative:
The aperfix coring reamer is intended for removal of the cayenne medical aperfix femoral implants in acl post surgery revision cases. Upon further discussions with the sales rep, it was reported that the coring reamer in this incident was used to create a tibial tunnel for deployment of a tibial implant, which is not the intended use of the product. It is possible that the reamer was damaged due to off-axis drilling in the tunnel and contact with a guide pin. The surgeon removed the broken pieces and completed the surgery.